Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon could not be removed- vagina [foreign body in reproductive tract] case narrative: consumer reported via phone that the tampon could not be removed. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon could not be removed- vagina [foreign body in reproductive tract]. Case narrative: consumer reported via phone that the tampon could not be removed. No serious injury reported.